Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium') and genital haemorrhage ('bleeding') in a 36-year-old female patient who had essure (batch no. 787230) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed" and device difficult to use "second tube couldn't be put in; second try was successful". The patient's medical history included ovarian cyst on 3-mar-2014, bloating, caesarean section, feelings of weakness, tiredness, worn out and tubal ligation. Negative for intraepithelial lesion or malignancy. On (B)(6) 2011 the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and anaemia ("anemia"), 7 months 7 days after insertion of essure. On (B)(6) 2014, the patient experienced allergic oedema ("allergic or hypersensitivity reaction type: swelling"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("migraines / headaches,"), migraine ("migraines / headaches,"), dyspareunia ("dyspareunia (painful sexual intercourse)") and allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type: sensitivity"), fatigue ("fatigue,"), alopecia ("hair loss") and nausea ("nausea"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), inflammation ("allergic or hypersensitivity reaction type: inflammation") and abdominal pain ("abdominal pain"). The patient was treated with surgery (unilateral oopherectomy)/hysterectomy (uterus only), bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, menorrhagia, vaginal haemorrhage, dysmenorrhoea, pelvic pain, anaemia, allergic oedema, inflammation, hypersensitivity, female sexual dysfunction, headache, migraine, dyspareunia, fatigue, alopecia, allergy to metals and abdominal pain outcome was unknown and the genital haemorrhage and nausea had resolved. The reporter considered abdominal pain, allergic oedema, allergy to metals, alopecia, anaemia, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, inflammation, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy stomach - on 07-feb-2014: gastric, biopsy: benign gastric mucosa with no significant histopathological changes. Special stain for helicobacter pylori is negative. Duodenum. Biopsy: benign small intestinal, mucosa showing no evidence. Oesophagogastroduodenoscopy - on 07-feb-2014: esophagogastroduodenoscopy status post random gastric and duodenal biopsies.. Ultrasound scan - on 19-mar-2014: showed a small left ovarian cyst with possible calcification. Her anemia has persisted inspite of taking iron and vitamin c. She had a gi workup and no source of bleeding was found.. Ultrasound scan vagina - on 15-feb-2013: the anteverted uterus measures 9.9 x 5.6 x 6.7 cm. The echotexture of the uterus appears diffusely heterogeneous. The endometrial stripe is not well defined. The visualized segment of the endometrial cavity measures up to 8 mm . In thickness, within normal limits for patient's age. There is no significant fluid in the endometrial cavity. No discrete uterine fibroids identified. The right ovary measures 2.7 x 2.4 x 2.6 cm. The left ovary measures 3.3 x 2.0 x 3.5 cm. Color doppler flow is demonstrated within both ovaries. There is31:.3 x 1.1 x 1.3 cm peripherally calcified cystic structure within the left ovary which demonstrates shadowing posteriorly. Incidentally, there is a small pelvic free fluid, probably physiologic. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jun-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium') and genital haemorrhage ('bleeding') in a (B)(6) female patient who had essure (batch no. 787230) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed" and device difficult to use "second tube couldn't be put in; second try was successful". The patient's medical history included ovarian cyst on (B)(6) 2014, bloating, caesarean section, feelings of weakness, tiredness, worn out and tubal ligation. Negative for intraepithelial lesion or malignancy. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and anaemia ("anemia"), 7 months 7 days after insertion of essure. On (B)(6) 2014, the patient experienced swelling ("allergic or hypersensitivity reaction type: swelling"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("migraines / headaches,"), migraine ("migraines / headaches,"), dyspareunia ("dyspareunia (painful sexual intercourse)") and allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type: sensitivity"), fatigue ("fatigue,"), alopecia ("hair loss") and nausea ("nausea"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), inflammation ("allergic or hypersensitivity reaction type: inflammation") and abdominal pain ("abdominal pain"). The patient was treated with surgery (unilateral oophorectomy)/hysterectomy (uterus only), bilateral salpingectomy, supracervical). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, menorrhagia, vaginal haemorrhage, dysmenorrhoea, pelvic pain, anaemia, swelling, inflammation, hypersensitivity, female sexual dysfunction, headache, migraine, dyspareunia, fatigue, alopecia, allergy to metals and abdominal pain outcome was unknown and the genital haemorrhage and nausea had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, inflammation, menorrhagia, migraine, nausea, pelvic pain, swelling and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy stomach - on (B)(6) 2014: gastric, biopsy: benign gastric mucosa with no significant histopathological changes. Special stain for helicobacter pylori is negative duodenum. Biopsy: -benign small intestinal, mucosa showing no evidence. Oesophagogastroduodenoscopy - on 07-feb-2014: esophagogastroduodenoscopy status post random gastric and duodenal biopsies.. Ultrasound scan - on (B)(6) 2014: showed a small left ovarian cyst with possible calcification. Her anemia has persisted inspite of taking iron and vitamin c. She had a gi workup and no source of bleeding was found.. Ultrasound scan vagina - on (B)(6) 2013: the anteverted uterus measures 9.9 x 5.6 x 6.7 cm. The echotexture of the uterus appears diffusely heterogeneous. The endometrial stripe is not well defined. The visualized segment of the endometrial cavity measures up to 8 mm . In thickness, within normal limits for patient's age. There is no significant fluid in the endometrial cavity. No discrete uterine fibroids identified. The right ovary measures 2.7 x 2.4 x 2.6 cm. The left ovary measures 3.3 x 2.0 x 3.5 cm. Color doppler flow is demonstrated within both ovaries. There is31:.3 x 1.1 x 1.3 cm peripherally calcified cystic structure within the left ovary which demonstrates shadowing posteriorly. Incidentally, there is a small pelvic free fluid, probably physiologic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: plaintiff fact sheet and medical records received: case became valid & incident. New reporters added, patient demographic added, lot number added, event injury replaced with abnormal bleeding(menorrhagia), new events added,abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: swelling; inflammation, sensitivity (hypersensitivity),apareunia (inability to have sexual intercourse), migraines / headaches, migration of essure device location of device: myometrium,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, nausea, nickel allergy, pain (female pelvic pain), other injury(ies) or complication please describe: anemia device monitoring procedure not performed & essure insertion difficulty were added. Medical history, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.